Manufacturer narrative:
Date of event: the peritonitis occurred on an unspecified date reported as "recently". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized and was treated with ceftazidime (dose, route, duration and frequency were not reported) and cefazolin (dose, route, duration and frequency were not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was not recovered from the event. Pd therapy was ongoing. No additional information is available.